Event description:
It was reported that it was reported that the unit occasionally acts up, either losing connection to the ccu or failing the white balance. There was a full loss of image for a few minutes while the the camera head was swapped to complete the procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.